Manufacturer narrative:
All available information was investigated, and the reported leaking valve was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported loss of fluid column was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 degenerative mitral regurgitation (mr) and flail leaflet for a mitraclip procedure. During the procedure, air was removed from hemostatic valve of steerable guide catheter(sgc). The clip and the sgc were replaced with another devices to complete the procedure. The mr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects .

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.